Manufacturer narrative:
Manufacturer reference: (B)(4). Post market vigilance (pmv) led an evaluation of one stapler. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the cartridge of the single use loading unit (sulu) noted the sulu was fully applied. The approximating lever was broken at the base in a manner consistent with exposure to excess clamping force. The sulu unloaded and loaded repeatedly without difficulty. Due to the observed damage to the approximating lever, the jaw does not open or close and further functional testing was precluded. Nicks were observed on the knife blade. Replication of the broken lever may occur when the instrument is applied over tissue that does not comfortably compress to the recommended thickness. Replication of the knife blade damage may occur if the instrument is applied over an obstruction.

Event description:
Investigations found that the device broke while being fired. No information was provided regarding patient status.